Manufacturer narrative:
Product analysis: the device was explanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that the patient had mild tortuous anatomy and mild calcification in the external iliac artery (eia), common iliac artery (cia) and common femoral artery (cfa). During the implant of the valve using the right femoral artery via a cutdown, the delivery catheter system (dcs) could not advance through the right cia due to calcification. An inflation was performed using an 8 millimeter (mm) balloon. The team attempted to advance the dcs again however was still unsuccessful. Therefore a second inflation was performed using a larger, 9 mm balloon. The implant team elected to use the left femoral artery as an alternate access. It was reported the minimum access vessel diameter was 6.4 mm and was accessed via cutdown. At this point, a new dcs was used. The dcs was able to advance and the valve was implanted. Following the removal of an unspecified sheath, hemorrhaging was reported. The cause of the hemorrhaging was unspecified vessel damage. According to the physician, the inability to advance the dcs pass the calcification on the dorsal side of the cfa contributed to the hemorrhaging. A stent graft was implanted to stop the bleeding. The patient was transfused with 14 units of red blood cells. There were no problems with the clinical course after the procedure. The patient was discharged from the hospital without walking assistance. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, cal cification, tortuousity, etc.). In this case, it was noted that the patient presented with tortuous anatomy and calcification. This indicates that the probable cause of the advancement difficulties was patient anatomy, but without procedural images for review and limited information available a root cause could not be determined and a relationship to the dcs cannot be established. According to the physician, the inability to advance the dcs pass the calcification on the dorsal side of the common femoral artery (cfa) contributed to the hemorrhaging. Vascular access related complications, such as dissection and bleeding, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the dissection cannot be determined and a relationship to the dcs could not be established. Complaints for this event type are reviewed and no further action is recommended at this time. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.